Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (2mg/ml at 0.1032mg/day) which was updated to dilaudid (5mg/ml at 0.2404mg/day) via intrathecal infusion pump for non-malignant pain. The hcp was calling for assistance correcting a programming error. It was reported that on (B)(6) 2019 they took saline out of the pump and filled it with dilaudid 5mg/ml. It was stated that the clinic gets two 50mg per 5ml vials of dilaudid and then fill the rest of the pump with 10ml of saline for a total concentration of 5mg/ml. The calculations were confirmed. It was reported that someone accidentally programmed the drug concentration of dilaudid to 2mg/ml and that it had remained that way since (B)(6) 2019. It was reported that the patient had not had any complications or therapy concerns. It was reviewed that the patient was getting 0.258mg/day instead of the programmed 0.1032mg/day. The hcp wanted to program the pump to 5mg/ml of dilaudid with a dose of 0.2404mg/day and that if the patient needed it increased to 0.258 mg/day, he will do so later. The hcp was assisted with correcting the programming error and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.